Event description:
During an inspection, the customer found that the device illuminated the service wrench and battery indicators on the readiness display and it fails to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended replacing the battery. The device was not returned to physio-control for evaluation. Several attempts to contact the customer for further information and/or device status has been unsuccessful.

Manufacturer narrative:
(B)(6). Supplemental information: physio-control's follow up with the customer confirmed that installment of a new battery resolved the reported problem. The device powered on without any issues. The cause for the reported problem was due to a depleted battery.